Event description:
It was reported that during an implant procedure, after the lead was implanted, the threshold was too high. This lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).